Event description:
Customer reported difficulty with the pump's quick bolus/wake button, which required multiple presses to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted by recommending different pressing techniques and removing the pump from its case, yet the button remained challenging to use. Technical support decided to replace the pump, and the customer agreed to use the current pump as a backup therapy until the replacement arrived. Instructions were provided for returning the problematic pump using a prepaid label.